Event description:
It was reported during an implant procedure there were three leads opened that upon observation by the doctor were judged to be "bent" at the distal area near the contacts. These leads were not implanted and will not be returned for analysis. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37642, serial# (B)(4). Product type: programmer, patient product ID: 37601, serial# (B)(4). Implanted: (B)(6) 2012. Product type: implantable neurostimulator, product ID: 37085-60, lot# serial# (B)(4). Implanted: (B)(6) 2012. Product type: extension, product ID: 37085-60, serial# (B)(4). Implanted: (B)(6) 2012. Product type: extension. (B)(4).